Manufacturer narrative:
The exact device implant date is unknown. As reported by the legal department, the plaintiff underwent placement of a trapease filter on or about (B)(6) 2010 in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the plaintiff.  Including, but not limited to, caval thrombosis and ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The product¿s instructions for use indicates that the device should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease filter on or about (B)(6) 2010 in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the plaintiff.  Including, but not limited to, caval thrombosis and ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2010. Per the patient profile form (ppf), the filter was placed as treatment for deep venous thrombosis, pulmonary embolism, and phlebosclerosis. The patient is reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injuries and damages to the patient. Including, but not limited to, caval thrombosis and ivc thrombosis. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The ppf reports that the patient continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.